Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) and popliteal artery using an indigo system lightning bolt aspiration tubing (lightning bolt aspiration tubing), an indigo system aspiration catheter (cat7), guidewires, and a non-penumbra sheath. It was reported that the patient had extensive peripheral vascular disease (pvd). During the procedure, the physician completed three passes using the cat7. Upon removal of the cat7, a kink and fracture at the hub of the catheter were noticed. The procedure was completed using another cat7. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.